Manufacturer narrative:
E1 initial reporter phone- (B)(6) date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found damaged and internal wires exposed.